Event description:
Sorbaview dressing applied to provide coverage of PICC line insertion site. Pt called to report "bloody dressing" the next day. Registered nurse visited that evening to assess the dressing and perform an aseptic dressing change. Upon nurse's arrival she noted "dollar size blood clots on wing of PICC and continued bleeding on surrounding skin", in addition pt had PICC arm wrapped with ice collar. The nurse removed the dressing and attempted to cleanse the area of the blood to determine the origin of the bleeding. The pt began to complain of extreme discomfort when the nurse applied antiseptic applicator -chloraprep- contained within package, nurse then noted "skin worn off." The affected area was immediately wrapped with sterile gauze and pt sent to emergency room for eval. Possible degradation of skin secondary to product usage.